Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have charring and localized melting on the outer surface of the both bipolar yaw pulley, resulting in exposed electrodes. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement but failed energy delivery and the electrical continuity test. Additional finding not related to customer reported complaint was also identified: the maryland bipolar forceps instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy was having issue on arm 1 and arm 4 as maryland bipolar forceps instrument and fenestrated bipolar forceps instruments were using on respective arms. The customer had rebooted the system, but the issue remained. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to use new energy cord and the customer confirmed that the issue persisted after using new energy cord. The issue was intermittent. The tse suggested to use another bipolar instrument if possible. The procedure was completed with no reported injury.